Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on 08/26/2025 14:12:28.000 bolus, 08/26/2025 14:13:00.000 basal, 08/26/2025 16:17:00.000 basal, 08/26/2025 16:19:00.000 basal, 08/26/2025 16:20:00.000 basal in pump downloaded history during bolus and basal. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the recurring insulin flow blocked alarm. The customer experienced hyperglycemia with blood glucose value of 386 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-381a, mmt-1880l, mmt-332a. Troubleshooting was performed. The set, reservoir and insulin were changed per IFU guideline. The customer was rotating their sites. The tubing was not bent or kinked. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-381a, mmt-332a. Mmt-1880l was requested, and the customer response was the device will be returned.